Event description:
It was reported that the patient started therapy around midnight in an arctic sun device. The patient still was not at target. The water temperature had been bouncing between 38c and 30c. They changed the target temperature from 33.5c to 35.5c a few hours ago hoping that would help. Patient had been between 31.2c and 32c . The timer read 58 hours. Flow rate was 0.5lpm. They replaced the esophageal probe thinking it was the issue. They turned the radiant heater on as well. Explained the timer was counting down though the patient was below the target temperature. Explained the heater cannot function at full capacity with low flow. Stopped therapy, emptied pads. Got an alert that the empty pad cycle was not complete. Reconnected pads using proper technique and rotating clamps 180 degrees. Inspected tubing. There was no sign of twisting or kinking. Baby was in a giraffe isolate bed. Tubing did not seem to be compromised or pulling. Pump hours were 852.7, system hours were 945.9, flow rate was 0.8lpm, inlet pressure was -7psi, circulation pump was 35 percentage, water level was 4 and water temperature was increasing. Asked nurse to return the target temperature to 33.5c. Advised caller to keep an eye on the flow rate and water temperature. If the flow rate decreased the water might not be able to warm. If that happened, replace the pad. Called back 30 minutes later. Flow remained around 0.8lpm and inlet pressure was -7psi. Patient was at 33.5c and the timer was counting down. Asked nurse to continue to monitor flow and water temperature. If the pad was replaced save it for investigation. It was confirmed device was set to rewarm automatically per request.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.